Manufacturer narrative:
A review of the device labeling notes the following: the current orbera® balloon system directions for use (dfu) addresses the known and anticipated potential event of "deflation" and "early removal" as follows: warnings and precautions: the risk of balloon deflation and intestinal obstruction (and therefore possible death related to intestinal obstruction) may be higher when balloons are left in place longer than 6 months or used at larger volumes (greater than 700 cc). The physiological response of the patient to the presence of the orbera® system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, acute pancreatitis, spontaneous inflation, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications- possible complications of the use of the orbera® system include: - balloon deflation and subsequent replacement.

Event description:
Reported as: "the patient complained that the urine was greenish. Endoscopy confirmed leakage of filling solution through the valve."

Manufacturer narrative:
Supplement/follow up #2 - medwatch submitted to the FDA 19/may/2020. Device evaluation summary: the device was returned to the apollo device analysis laboratory on 6/march/2020. A deflated balloon was returned without the fill tube. The balloon is discolored blue. As the device was not received with the fill tube, a sample fill tube was used for device testing and there were no blockages noted. The flow of liquid through the slit valve was continuous and unobstructed. The balloon inflated as intended; however, due to small slits on the shell the balloon slowly deflated. Under microscopic analysis, the two small holes on the shell have jagged edges which is consistent with a surgical removal instrument. The balloon was inflated a second time and quickly submerged in liquid and the slit valve did not leak. The complaint could not be verified as there were no openings on the shell other than the small slits with jagged edges which is consistent with removal. The root cause could not be determined.

Manufacturer narrative:
Supplement #1: medwatch sent to the FDA on 31/mar/2020. Additional information: d10, h3, h10. The device was returned to the apollo device analysis laboratory on 6/march/2020. Analysis of the device is ongoing.